Event description:
A customer reported a cartridge alarm and malfunction that occurred during the load process. There was no adverse impact to the customer's blood glucose level. The caller successfully reloaded the cartridge and was able to resume insulin therapy, resolving the issue.